Event description:
During an incident in 2001 involving a female pt in cardiac arrest with CPR being performed by a family member, the crew performed CPR, administered oxygen via bvm and attempted to use this defibrillator that did not call for a shock because it would not cycle out of "check electrodes" mode. CPR was continued and a paramedic crew took over pt care.